Manufacturer narrative:
Section h3-other (81): the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section e1: telephone number: (B)(6). Attempts have been made to obtain the missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported a device malfunction of a preloaded toric intraocular lens (iol). That the lens was deployed incorrectly into the left eye of a patient. The lens was removed and replaced by another lens. The surgery took longer than expected. The original intended procedure was phacoemulsification of cataract, ora (optiwave refractive analysis) and placement of an iol implant in the left eye; however, the device did not do what it was supposed to do. No further information was provided.